Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable connector. The connector was cracked, and the green (+3.3v) wire was could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.